Event description:
The mother reported that a week ago (mid-october) the user fainted due to severe fever and since then the user's hearing has been completely lost. A follow-up is planned in two weeks . Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation was carried out, but the device has not been received yet.

Event description:
The mother reported that in mid-october the user fainted due to severe fever and since then the user's hearing has been completely lost.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered.

Event description:
The mother reported that in mid-october the user fainted due to severe fever and since then the user's hearing has been completely lost. A re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
The mother reported that in mid-october the user fainted due to severe fever and since then the user's hearing has been completely lost.